Manufacturer narrative:
No additional diagnostic/functional testing was performed. The customer biomedical engineer (biomed) stated that one of the two displays was out of service during the night; the nurses tried to resolve the problem, but they turned off the screen and sound reports. The issue was resolved by the biomed the next day. Based on the information available, the cause of the reported problem was a defective screen. The reported problem was confirmed. The customer biomed resolved the issue by replacing the defective screen. The investigation concludes that no further action is required at this time. Reporting address state: 83. Reporter phone #: (B)(6).

Event description:
The customer reported that the display no longer carried an audio signal. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.